Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -9.0 into the patient's left eye (os) on (B)(6) 2021. The lens was implanted, removed, and replaced with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).